Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). D6a: implanted between 2015 to 2022. D10: item#: unknown, unknown screw, lot#: unknown. Item#: unknown, unknown nail, lot#: unknown. G2: report source canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Report source: michael r. Mercier, james m. Broderick, catherine s. Hibberd, shane p. Russell, mansur m. Halai, amit atrey, aaron nauth, amir khoshbin. Failure of the noncontact bridging periprosthetic plating system: a single-institution experience. 2025 may. Pages 1-10. Https://doi.org/10.1016/j.artd.2025.101753.

Event description:
On 08-sep-2025, a journal article was retrieved from arthroplasty today (2025) that reported a study from toronto, canada. A retrospective chart review was conducted of all open reduction internal fixation procedures using the ncb plating system for periprosthetic fractures following a total joint arthroplasty that were performed at a single tertiary academic trauma center from 2015 to 2022. The study reviewed 44 patients. Cases involving mechanical failure of the ncb plating system were subsequently selected for review. The study population had a mean age of 82.7 ± 7.8 years at time of surgery; (7 males/37 females). The study reported a 72-year-old woman (bmi 25.2 kg/m2), who presented with a vancouver b1 periprosthetic fracture following a mechanical fall. An 18-hole ncb periprosthetic distal femur plate was placed. Proximal fixation was obtained via 3 peri-implant screws (1 bicortical, 2 unicortical) and 3 cerclage cables. Six screws were placed in a staggered fashion distally. 4-months post-op the patient reported pain and difficulty ambulating the xrays showed plate fracture with a hypertrophic nonunion. The plate was removed and replaced with a competitor femoral locking plate. Due diligence has been completed for this complaint; to date all available additional information has been received.